Manufacturer narrative:
The device history record (DHR) review did not indicate any exception that could lead to the reported incident. The average linting data is 0.166g/10pcs. The sample was not available at the time of investigation. Photos were provided and blue lint was found on the gloves. According to our supplier, or towel is made of cotton, so cotton fiber is born. The supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: a. Suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process. B. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. C. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10pieces). D. In the folding process, supplier used one cloth pad under 100pieces semi-finished products to avoid linting stuck onto the products during product's transfer. The investigation results revealed no abnormal situation occurred during production or device history review; therefore, the root cause was not determine. The complaint information was shared with the relevant sectors for their awareness. There is no action taken at this time, but supplier will continue to monitor trends for this type of incident.

Event description:
Customer reported the blue towels (pwtb04-stm) in their heart cath pack (san21hcnsc ) were shedding during intravascular ultrasound(ivus) procedure. Reportedly, dr. Dupont found some of the shredded fibers on the catheter and patient. No known adverse impacts to patient. No patient demographics or other information provided.